Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. Review of the device log shows messages alerting the user of poor coupling between the patient and the defib pads being used. There is evidence in the log that when a valid impedance (15-300 ohms) is recorded, an ECG signal is present on the device. Additionally, the customer indicated there may have been a possible pad adhesion issue due to the patient's skin. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. The customer's multifunction cable and pads were not returned for evaluation. The device passed all testing and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not recognize the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.